Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation by baxter quality engineering. The assignable cause was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was therefore recalibrated to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed that this device has been previously serviced for the reported condition.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 810:11 failure code, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.